Event description:
It was reported that there were problems with the support arm holding the patient tubes. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No further information regarding the support arm has been received. No investigation has been possible, therefore the root cause of the reported problems with the support arm has not been determined.